Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the guidewire was observed with the distal tip damage (kinked, stretched and detached). The introducer was received and no damage or anomalies were observed; microscopic inspection: the guidewire distal tip damage (kinked, stretched and detached). Dimensional inspection revealed that thedistal, proximal and medim overall dimension were within specification. Functional inspection revealed that guidewire was able to pass through the introducer without issues or friction.

Event description:
It was reported that the tip of the fathom broke off. A 180x25cm fathom-16 guidewire was selected for use. Upon removal of the device from the hoop, the tip broke off. There were no patient complications reported.

Event description:
It was reported that the tip of the fathom broke off. A 180x25cm fathom-16 guidewire was selected for use. Upon removal of the device from the hoop, the tip broke off. There were no patient complications reported.